Manufacturer narrative:
The insulin pump was programmed and monitored for one day with no displayable history, check failed on startup alarms noted. The device passed self test and displacement test. However, unit had multiple, displayable history check failed on startup, alarms in alarm history screen due to corrupted history file. No display anomaly and or unexpected numbers ramping noted during testing. The device had cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had repeating error alarms. Customer stated that the numbers on the insulin pump were running after the alert. Customer's blood glucose reading at the time of the call was 280 mg/dl. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time